Event description:
The hcp reported that the pt presented to the emergency room with syncopal episodes, metallic taste in mouth and bruising beginning in 2005. The pump was checked and found to contain 2.11 cc of dilaudid; programmed to deliver 1 mg/day. The pump was refilled using fluoroscopy due to "the depth of the pump". The pt experienced abdominal pain and metallic taste in her mouth. It is unknown if she was hospitalized. The hcp reported that the pt has not been seen since last refill, but he believes that her symptoms have resolved. "Anxiety apparently plays a large role in her symptoms and no one has come up with any one explanation for the syncopal episodes."